Event description:
It was reported that shaft break occurred. A 28 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the balloon shaft broke outside of body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: promus elite us mr 28 x 4.00 mm stent delivery system was returned for analysis.a visual examination of the stent found proximal and distal stent damage with struts on proximal end lifted and pulled distally and struts on the distal end lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 76.5 cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 28 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the balloon shaft broke outside of body. The procedure was completed with another of same device. There were no patient complications nor injuries reported.